Event description:
The customer reported being in the emergency room due to unexplained high blood glucose over 350mg/dl, intermittent urine, and ketones. The caller stated that her blood glucose started to drop by the time she arrived at the hospital. The caller stated that she was giving fluids and then released. The customer mentioned that air bubbles were noted after the infusion set was worn. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.